Manufacturer narrative:
Device will not be returned to the user facility.

Event description:
It was reported that the autopsy saw was overheating during use at user facility. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has been received, but the evaluation has not yet begun. Additional information may be submitted once the quality investigation is complete.

Event description:
It was reported that the autopsy saw was overheating during use at user facility. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.